Event description:
A malfunction was reported by the customer, identified by a malfunction code labeled as malf 0. There was no adverse impact on the customer's blood glucose level as it did not exceed any critical thresholds. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences, ensuring the customer understood that they could continue using the pump without issue after the reset resolved the malfunction.